Manufacturer narrative:
A beckman coulter field service engineer (fse) removed and replaced the affected printed circuit board (pcb) showing evidence of being burnt. There was no smoke or fire associated with the burnt pcb. Once the service activity was performed it was found that the instrument was performing per manufacturers specifications. It is unknown what caused the burning of the pcb.

Event description:
While on service call to address multiple motor controller errors, a beckman coulter field service engineer (fse) contacted a customer support representative (csr) to report the au5800 clinical chemistry analyzer would not properly reboot or perform system start. The fse found that a printed circuit board (pcb) in the instrument had evidence of being burnt. There was no evidence of smoke or fire. There were no erroneous results associated with this event and no potential for erroneous results. The failed pcb would cause the instrument to move into stop mode and no further sample processing would occur.

Manufacturer narrative:
The beckman coulter identifier for this report is (B)(4).